Event description:
Symtoms: stroke. Time of symptoms: approx five hours stent procedure, in 2006. The pt underwent an unevenful, successful stent dilatation of a severe, near occlusive, 99% stenosis of the right internal carotid artery. There were no device performance issues reported. Following the procedure the pt was initially stable, with a normal neurologic exam, but later that evening developed progressive worsening headache, left arm weakness, and lethargy mandating intubation. A noncontrast CT scan showed intracranial hermorrhage measuring 8 x 6 x 6 cm extneding into the fight frontoparietal and temporal lobes. There was 1 cm of midline shift and implaction of the right uncus against the midbrain. Physical examination, done immediatley after transferring the pt from the scanner to a gurney, showed her pupils were equal at 2 cm and minimally reactive. She was extending to stimulus on the left side and localizing to stimulus on the right side. She had posture of triple flexion in bilateral lower extremities. She had an upgoing toe bilaterally and clonus in her left lower extremity. The pt was given mannitol, was hyperventilated, and was given two 5-packs of platelets, 2400 mcg of factor vii, and was given ddavp to activiate platelets. Craniectomy was performed and a subdural hematoma was evacuated. Cirticotomy was made at the point of po extrusion of the intracranial clot in the right parietal lobe. Corticotomy was widened and the organized clot cavity was explored and the clots were suctioned out. After performance of intracranial hemorrhage evacuation, the cortex on the right side decompressed. She was monitored overnight, and on postop day one, frequent neurological checks foundpersistently minimally reactive small pupils and localization to pain in her right upper extremity with eye opening to stimulus. In 2005, the family confirmed wishes for treatment with comfort care measures only. Comfort care was initiated and the pt was extubated. The pt expired in 2006. The discharge diagnosis was "death status post intracranial hemorrhage and stroke". The investigator attributed the cause of the death as stroke. The family declined autopsy.